Event description:
It was reported that the patient got infection while using the purewick female external catheter for 24 hours. And said that they got it cleared up and now using it only for 12 hours and seemed to be better. Patient had been using the purewick product for more than 90 days. It was mentioned as a out of box failure. It was unknown what medical intervention was provided for infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient got infection while using the purewick female external catheter for 24 hours. And said that they got it cleared up and now using it only for 12 hours and seemed to be better. Patient had been using the purewick product for more than 90 days. It was mentioned as a out of box failure. It was unknown what medical intervention was provided for infection.

Manufacturer narrative:
The reported event was confirmed as use related issue as per the reported event and instruction for use. The root cause for this failure could be "user unaware of time limitation or forgets the patient is using the device.". It was unknown whether the device had met specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. A DHR review is not required as the event is use related. The instructions for use were found adequate and state the following: "recommendations: replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood. Assess device placement and patient¿s skin at least every 2 hours. Precautions: always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter warnings: discontinue use if an allergic reaction occurs.'' The device was not returned.